Manufacturer narrative:
Following investigation by bioengineering, notification was received that: ¿no x-rays, medical records/additional reports or 3rd parts technical reports were received for investigation. From the information reviewed, it was unlikely that a manufacturing defect was present. No device defect was reported by the complainant. No corrective action is required and no further investigation is recommended. Post market surveillance is per (B)(4). The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be made available, then the complaint shall be reviewed and further investigation completed as required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision took place on suspicion of alval. During revision, the surgeon found blackened tissues on the taper junction.

Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.